Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device available for return? The batch and or lot number that was provided for the complaint device, (B)(4), does not correlate to a device in our system. Do you have the correct batch and or lot number of the device? Can you clarify if the event description of "the staples came off during the surgery" means that the clips did not hold on the vessel or tissue they were applied to? What was the shape of the clips? Were the clips unformed? Were the clips scissored? Were the clips malformed? How was the case completed?

Event description:
It was reported that during an unknown procedure, the staples came off. It is unknown how the case was completed. There were no patient consequences reported.